Event description:
The customer reported to olympus, the visera elite video system center had scope detection problems and image issues with no error message. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device did not have image displayed on the lcd screen, it was identified that one of the terminals bending of the video connector socket was defective, but the connection was still possible, error e311 was noted, and it was noted, the faulty terminal bending could have been due to excessive pressure that could have been applied on the connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received indicating that the event occurred prior to use, and event date was provided. The event is under investigation. A supplemental report will be submitted upon receiving additional information.